Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of system error 105 through the history log, but could not reproduce it during eval. Eval found the motor to be intermittently seizing, which likely contributed to the reported symptom. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no pt injury.